Manufacturer narrative:
The lens remains implanted and is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implantation, the doctor saw white particles coming out from the injector with the lens. During the one month post-op visit, the pt complained of itching and redness. The surgeon kept the pt on antibiotics due to a possible infection. Additional info has been required. The delivery device that was used during this event is reported under 1119279-2013-00302.